Event description:
It was reported that during testing conducted at the user facility, the unit was not irrigating properly. A lack of irrigation in the device is known to cause overheating. The user facility reported that there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during testing conducted at the user facility, the unit was not irrigating properly. A lack of irrigation in the device is known to cause overheating. The user facility reported that there was no patient involvement, no delay, no medical intervention, and no adverse consequences.